Event description:
The patient was sent to peripheral vascular laboratory for angioplasty with ekos in (B)(6). The patient returned to the laboratory later the same day for lost pulse on left foot. An aspiration catheter was used to remove clot in affected extremity - successfully, but with significant blood loss. The patient later expired secondary to disseminated intravascular coagulation (dic).